Manufacturer narrative:
On (B)(6) 2016, the fse was dispatched and observed the waste funnel clogged which was replaced together with 2 drain pumps, a 3 way probe, 3 wash valves and wash syringe. Also the leak detect floor sensor and waste electrode assay were replaced. The machine tested with good results. At a later date the waste funnel was replaced with a new type. The aia-2000 was functioning as intended and the error cleared. The probable cause of the event was the waste funnel clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000st that the machine displayed the error 3005 leak sensor bf wash probe. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. 3005 leak sensor bf wash probe.